Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient received inappropriate shock due to oversensing. X-ray revealed that both the atrial lead and rv lead were pulled back. The leads were replaced.